Manufacturer narrative:
Additional information received on 09-sep-2019. The customer reported that there was no patient involvement as the malfunction was detected while testing the device in their facility. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Investigation unable to download event history log for review. According to the investigation the device was visually inspected and during power up the pump showed key stuck. Therefore, the device was not able to perform any testing. The customer's stated problem was verified. However due to error code showed on display, investigation recommended that the pump microprocessor board be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed error code 45169. There was no reported injury to the patient.